Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. The device was returned with a 0.0135¿ floppy guidewire partly inserted from the tip. The catheter was severely stretched at the distal outer. The distal outer surface was rough in some places at the stretched area. The distance from the tip to the distal side of the guidewire exchange port bond was measured at 378mm. The inner had broken at the bicomponent bond with a small section of the distal (blue) inner remaining on the proximal (black) inner. The gap between the separated inner sections was 135mm. The proximal inner was twisted close to the guidewire exit port indicating that the catheter may have been twisted in an attempt to advance or remove the device from the guidewire. No major damage was noted on the section of the guidewire that remained inserted inside the device. The distal end of the guidewire was kinked at two locations. The guidewire could be removed however with resistance. The stent had moved 2mm proximally. The stent was furthermore damaged with lifted and misaligned struts and slightly stretched sections throughout its length. The tip had stretched at the bond over a length of approximately 2mm. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that insertion difficulties was encountered. Vascular access was obtained via femoral artery. The 90% stenosed eccentric de novo 18x30mm lesion was located in the non-tortuous and non-calcified left circumflex artery. Following the insertion of a non-bsc guide catheter and the advancement of a 0.014 unspecified guide wire, the lesion was predilated. After predilation, a 3.00x20mm promus element plus drug eluting stent was introduced but was trapped to the guide. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed shaft polymer extrusion detachment/separation, stent moved on balloon and stent damage.